Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a drill broke off within the guide after binding outside of the patient's body. An alternative driver and guide was used to complete the procedure without reported impacts.

Manufacturer narrative:
Additional information: method, results, and conclusions - the tip of the drill bit was returned and evaluated. The tip was stuck within the mating guide and the shaft had fractured off the tip; the shaft was not returned. The tip's diameter was found to be in tolerance so there were no problems found on the tip that would have contributed to it becoming jammed inside the guide. The cause of the fractured shaft is attributed to high forces placed on the drill while attempting to remove it from the guide. The cause of the jamming is attributed to the guide. The lot number was not provided, so the DHR is unable to be reviewed.

Event description:
It was reported that the tip of a drill broke off within the guide after binding outside of the patient's body. An alternative driver and guide was used to complete the procedure without reported impacts.